Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that after a 50ml piperacillin infusion the nurse noted that there was a large ¿bubble¿ in the pump segment of the tubing above the top of the inside door. There was no harm.